Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was unable to be confirmed due to limited information received from the customer. The investigation could not verify or identify any evidence of product contribution to the reported problem as the devices operated within specifications and surgical technique. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02212

Event description:
It was reported the surgeon while doing his trial reduction with the g7 dual mobility just implanted, noticed the hip was still unstable. After numerous attempts with no success, the surgeon could not remove the dual mobility liner positioned in the shell using either the g7 tamp or the g7 face plate. Total time of surgery 6 hours instead of 1 hour. They were finally able to remove the liner after insurmountable attempts and continue the surgery as planned. A larger shell was used to complete the procedure. No additional information.